Event description:
It was reported by the customer, the channels of the colonovideoscope tested positive during a routine culture of the scope. Additional details have been requested regarding the test results. At this time, no additional information has been provided. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing has not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where: precleaning: suction process and flushing processes were performed detergent: anios clean. Automatic endoscopic reprocessor(aer): paa_cds machine wassenburg storage: stored vertically in an dry300 drying cabinet. ·results of user culture testing: biopsy channel: 1cfu/100ml_ champignon filamentous. Air/water channel: <1cfu/100ml. Suction channel: 6cfu/100ml_ champignon filamentous. Auxiliary channel: <1cfu/100ml. Results of olympus culture testing: all channels: <1cfu/100ml. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section rubber glue was lifted however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.